Event description:
It was reported the programmer will not boot. The radiofrequency (rf) head was also returned to the manufacturer, analyzed and tested out of specification. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis verified a boot up error, as a result the main processor unit (mpu) board was replaced. It was also noted that the error log contained errors which had occurred in the past. (B)(4): analysis found that the cable was hard to plug into the programmer, also the red locating dot was missing.